Manufacturer narrative:
No evidence of device malfunction but user error may have caused a pneumothorax. While it appeared to resolve during the initial implant procedure, the procedure was prolonged as a result of this issue. Device remains implanted and in use.

Event description:
Surgeon completed an inspire system implant for a patient at (B)(6) medical center on (B)(6) 2017. During preparation of the sensor lead location he felt the ribbon retractor penetrated near the pleura potentially through the external and internal intercostal muscles. He halted preparation of the sensor space and took action to asses for potential pneumothorax. With assistance from anesthesia he irrigated the incision site while the lungs were expanded. A small amount of air bubbles was noted initially but resolved upon further testing. Lung volume remained stable during testing and afterward during successful placement of the sensor and completion of the implant procedure. The patient remained stable for the remainder of the case and during time in post op. The patient was kept overnight for observation which was pre-planned prior to the case and remained asymptomatic upon discharge. Observation of surgeon and inspire personnel was that the ribbon retractor used for the case was more rigid than the recommended ruggles and may have contributed to the deeper plane. A ruggles retractor was used during an earlier case without incident.